Event description:
It was reported that the device was cutting grafts too deep. The staff could not adjust the handle to obtain thinner graft. The event occurred during surgery. There was harm to the patient as the grafts were too deep causing wounds that are difficult to heal. There was a surgical delay less than 30 minutes. No additional patient consequences were reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to a repair center. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI# - (B)(4). The device history record for zimmer dermatome an serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have not been previously repaired. Review of the complaint history found no other similar events related to the reported device; as such, no further additional action is required at this time. On (B)(6) 2019, it was reported that a dermatome was cutting a graft too deep and thick. The customer returned a zimmer dermatome an serial number (B)(6) for evaluation. Evaluation of the device on 9 july 2019 noted that the device had a loose swivel and that the control bar was not in the correct position. Upon further evaluation, it was also found that the dermatome was out of calibration at the 4 and the 12 settings. Repair of the dermatome occurred on 2 september 2019 and involved recalibrating the dermatome, repositioning the control bar, and replacing the swivel. The technician then tested and verified that the dermatome was functioning as intended, and then returned the device to the customer without further incident. The device was tested, inspected, and repaired. An action notes that a low control bar and low thickness control lever torque was due to the control bar being loose. Evaluation of the dermatome an within the CAPA found that the low torque was related to the vespel bearings not being produced to print specifications by the supplier. While the service technician that reviewed the complaint device found that the control bar was out of position and that the device was out of calibration at the 4 and 12 settings, which would allow the blade to not sit flush on the device and potentially gouge the patient during use, it cannot be determined from the information provided as to what caused the control bar to come out of position or for the device to fall out of proper calibration. In addition, it cannot be determined if the CAPA is related to the event as there were no found defective bearings with the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the dermatome cuts graft too deep/too thick. There is no additional information available at this time.